Event description:
It was reported that stent damaged occurred. A 16x3.00 omega¿ stent was advanced to treat the lesion, however, the device was not able to cross the lesion and the physician noted that the extremity of the stent was damaged. No patient complications were reported. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).